Event description:
A low readings issue was reported with the adc device. Customer received low sensor scan results and did not experience symptoms other than being stressed. Customer went to hospital and their doctor gave the customer a capillary test and obtained a reading of 245 mg/gl on their device compared to a sensor scan result of ¿lo¿ (reading > 40 mg/dl) and treated the customer with 24 units of rapid insulin. Readings of 39 mg/dl and 245 mg/dl, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.